Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. The receiver log was downloaded for review, finding no errors related to the complaint. The receiver case was opened, and an internal visual inspection was performed and failed due to a damaged reset button. Pictures were taken. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.